Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from lebanon by our edwards lifesciences affiliate, a transcatheter aortic valve replacement procedure was being performed with a 23mm sapien 3 valve within a very calcified annulus. During deployment of the valve, the commander delivery system balloon burst. The valve was deployed, but not well apposed. The commander delivery system was removed from the patient without any issue. It was decided to use a non-ew balloon to post-dilate the valve. The non-ew post-dilation balloon burst, and the balloon became stuck in the patient. The procedure was changed to surgery to remove the balloon. The patient was good post-procedure. As per medical opinion, the perceived root cause of the balloon burst is patient calcification.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: radial and longitudinal tear burst, at the middle side of the inflation balloon area. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed. The available information suggests patient factors (calcification) likely contributed to the event as there was presence of calcification at the patient annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.